Event description:
It was reported that the patient's pump had a motor stall during the same time as an magnetic resonance image. There was no motor stall recovery in the event logs. Further information is being requested from the hcp.